Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had audio anomaly. Customer's blood glucose was unknown. Customer stated that the insulin pump stopped sounding a beep and also the vibrate. The insulin pump will be returned for analysis.